Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit was providing only intermittent power to an ambient super turbovac 90 ifs wand. An ambient megavac 90 wand was opened and tested, but this wand also only worked intermittently. The surgeon opted to proceed with a competitive device to complete the procedure. There were no significant delays or patient complications reported as a result of this event.